Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. One product was received for evaluation. Visual inspection revealed the product was used, decontaminated and not in original packaging. The physical condition of this device was missing the stabilizer, the dso seal was ripped, the uso seal was worn and the lcd lens was scratched. Functional testing was performed but the reported issue could not be replicated. The reported problem could not be replicated. The uso sensor/ seal, dso seal, optic switch, lcd lens, battery stabilizer, grey keypad overlay, the keypad and the rear label were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(6).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device exhibited an upstream occlusion alarm. Patient involvement is unknown.